Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was removed due to staph infection. It was noted the left ventricular (lv) lead would not pull out easily. Doctor used a locking stylet and the lead broke between the 3rd and 4th electrode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the low voltage 4 conductor was extrinsically pulled/stretched. The low voltage 3 conductor was distorted due to pulling/stretching. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.